Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? What is the name of the surgical procedure?

Event description:
It was reported that an unknown procedure was performed on the patient on (B)(6) 2017 and the topical skin adhesive was used on the patient. During the procedure, the physician assistant broke the ampule due to the amount of force that had to be used to dispense the topical skin adhesive cutting her finger with the glass from the ampule. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information: corrected information: the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch kdq213, batch keh086, batch kgq310. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. One unopened blister package for keh086, one opened blister package for kgq310 with applicator, one loose applicator, two opened blister packages for lot kgq310 and kdq213 were returned for evaluation.. Visual examination was performed and the samples do not present evidence of shard penetration.

Manufacturer narrative:
A single device was received, in good condition, still sealed within original package. The adhesive is too thick / viscous and, therefore, does not flow sufficiently to dispense. The cause of "too thick / viscous" is not known and can be related to storage. The sample tested is insufficient. The sample can be affected by storage at the customer location.